Event description:
Hcp reported there had been volume discrepancies in the pump with too much medication left in the reservoir. The patient's only symptom was an increase in pain. The pt was already using oral pain medications as needed for breakthrough pain. A catheter fluoro x-ray study was done that showed the catheter was ok. The pump was replaced. The patient is reported to be doing much better now. No volume discrepancies have been noted with the new pump.